Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer required assistance from hospital staff to treat elevated bg with intravenous saline and insulin. The customer addressed the issue by loading a new cartridge onto the pump, and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.